Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe broke halfway through the medication administration. The following information was provided by the initial reporter, translated from portuguese: "the syringe simply broke halfway through the medication, and it wasn't just one, there were several."

Event description:
It was reported that the bd solomed¿ syringe broke halfway through the medication administration. The following information was provided by the initial reporter, translated from portuguese: "the syringe simply broke halfway through the medication, and it wasn't just one, there were several.".

Manufacturer narrative:
Photos received by our quality team for investigation. Upon visual inspection, solomed syringe is observed with the plunger detached. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Through the analysis, it is not possible to indicate a root cause, since bd solomed¿ disposable syringes have a breakage characteristic to prevent re-use, therefore, this characteristic only applies to re-aspiration after or activated product, in which case, it does not affect the completion or interruption of the injection process in case it has not been previously activated or the product aspirated. Validated tests have been carried out to force the activation of the batch during the release of two produced batches, and no conformity was observed for the claimed batch. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.